Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 15jul2019 a patient (pt) from (B)(6) sent an email to report ¿an ulcer due to bacteria¿ while wearing the acuvue oasys brand contact lens. On (B)(6) 2019, on the third day of contact lens (cls) wear, the pt reported the left eye (os) was very irritated and red. On removal of the os suspect cls, the pt continued to experience discomfort, irritation and redness. On (B)(6) 2019 the pt went to an urgent care clinic and prescribed an oral anti-inflammatory for irritation and hylogel lubricating drops. On (B)(6) 2019 the pt went to an eye care provider (ecp) and was diagnosed with an os corneal ulcer. The pt was transported to the hospital and a culture was taken from the pt¿s os. The pt was then diagnosed with a ¿bacterial corneal ulcer¿ and prescribed amikacin every 1 hour for 1 week, then every 2 hours for 1 week, then every 4 hours for 1 week, then discontinued. The pt was also prescribed flutinol twice daily for irritation until last week, then it was changed to once daily dosing. The pt reported the os was better after 20 days of treatment and feels ¿normal¿ now. The pt was advised by the ecp there is an os corneal scar, but it doesn¿t affect the field of vision. The pt has a fu appointment on (B)(6) 2019. Pt reported daily wear with a replacement schedule of 20 days and used ultrasept solution to disinfect the lenses. On 16jul2019 an email was received from the pt with an ecp note dated (B)(6) 2019, ¿patient attended hospital ophthalmology service on (B)(6) 2019 with corneal ulcer in os, which was treated with amikacin, evolving with cure. Etiology: corneal ulcer os due to contact lens wear (laboratory: p aeruginosa)¿. A prescription dated (B)(6) 2019 for flutinol 1 drop every 12 hours for 5 days, then 1 drop daily for 5 days, then 1 drop every other day and discontinue. Optive 1 drop 6 times daily. On (B)(6) 2019 a call was placed to the pt and additional information was received: the pt had a return visit to the ecp on (B)(6) 2019. The pt obtained an ecp note with a diagnosis and the ecp advising not to return to cl wear. The pt does not have any additional visits scheduled and has been released of care from the ecp. The pt was advised to use optive lubricating eye drops. The pt agreed to email ecp note. On 25jul2019 an email was received from the pt with an ecp note dated (B)(6) 2019, ¿patient attended hospital ophthalmology service with gram-negative bacillus corneal ulceration likely due to contact lens wear. The patient was treated and progressed to improvement with full-healing. For now cl wear is not recommended until further evaluation." The suspect os contact lens was requested for return for evaluation, but it has not yet been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003jvt was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
A lens case was received containing 2 open lenses. The parameters of the two open lenses were measured and a visual inspection was performed. No visual attributes were observed on the first lens. Edge tears were observed on the second lens. The lenses meet company standards for base curve, center thickness, and diameter. This product was returned opened and it is not known what external influences may have contributed to the condition of the received lenses. If any further relevant information is received, a supplemental report will be filed. Section h-6: code 10 ¿ testing of actual/suspected device.